Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the suture of the ultrathane mac-loc locking loop multipurpose drainage catheter broke while being implanted. The device could not be used. The device was removed and replaced. There is no report of any unintended foreign bodies retained within the patient's body. No adverse patient consequences were reported. No further event details were provided.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record (DHR), documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.